Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the cordis 6f .070 jl3.5 100cm catheter was bent at the front and there was blood oozing from the end. The leak was located at the tail end of the catheter, where the catheter body connects to the plastic inlet. The bend was noted after the tip end of the catheter. The procedure was completed by changing to another catheter. There was no reported injury to the patient. The product was stored in the lab according to standard routine, and there was no damage to the packaging. This damage was not noted when the device was taken out of the package. The device was removed from the packaging by the hub, with no anomalies observed at that time; it was taken out in stages after the guide catheter (gc) was completely removed using the cardboard it was stored in. The device was used on the patient and was prepped per the IFU without any difficulties. No unusual force was applied during the procedure, which targeted the middle segment of the lad. The lesion was moderately calcified, and there was moderate vessel tortuosity. The device will be returned for evaluation.

Event description:
As reported, the cordis 6f .070 jl3.5 100cm vista brite tip catheter was bent at the front and there was blood oozing from the end. The leak was located at the tail end of the catheter, where the catheter body connects to the plastic inlet. The bend was noted after the tip end of the catheter. The procedure was completed by changing to another catheter. There was no reported injury to the patient. The product was stored in the lab according to standard routine, and there was no damage to the packaging. This damage was not noted when the device was taken out of the package. The device was removed from the packaging by the hub, with no anomalies observed at that time; it was taken out in stages after the guide catheter (gc) was completely removed using the cardboard it was stored in. The device was used on the patient and was prepped per the IFU without any difficulties. No unusual force was applied during the procedure, which targeted the middle segment of the lad. The lesion was moderately calcified, and there was moderate vessel tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the cordis 6f .070 jl3.5 100cm vista brite tip catheter was bent at the front and there was blood oozing from the end. The leak was located at the tail end of the catheter, where the catheter body connects to the plastic inlet. The bend was noted after the tip end of the catheter. The procedure was completed by changing to another catheter. There was no reported injury to the patient. The product was stored in the lab according to standard routine, and there was no damage to the packaging. This damage was not noted when the device was taken out of the package. The device was removed from the packaging by the hub, with no anomalies observed at that time; it was taken out in stages after the guide catheter (gc) was completely removed using the cardboard it was stored in. The device was used on the patient and was prepped per the IFU without any difficulties. No unusual force was applied during the procedure, which targeted the middle segment of the lad. The lesion was moderately calcified, and there was moderate vessel tortuosity. One non-sterile 6f .070 jl3.5 100cm was received for analysis. During the visual inspection, a crack was seen on the luer hub, and multiple kinks were found 29, 33, and 46 cm from the hub¿s proximal end and 5 cm from the distal tip end. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A functional analysis was performed and the crack found on the hub promoted leakage. Additionally, an aspiration test was performed and air was seen inside the syringe after withdrawing the plunger. A high magnification visual analysis was performed, and the reported crack condition was seen on the hub of the device using a vision system. This analysis revealed that the crack was present on the hub, with deformation patterns such as elongations and fatigue striation patterns on the affected surface area. The complaint reported by the customer as ¿brite tip/distal tip - kinked/bent¿ was confirmed. However, it was concluded to be related to handling or procedural factors, as no relation to the manufacturing process could be determined. On the other hand, the reported ¿luer hub - leakage¿ was confirmed due to the crack observed on the device as received. Therefore, the malfunction ¿luer hub-cracked¿ was confirmed as well. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.